Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device malposition, cyst. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with a mentor memorygel, 320cc silicone breast implant experienced left- sided silent rupture, bilateral benign cyst, and bilateral device malposition postoperative. As a result, patient underwent bilateral implant exchange with mentor gel memorygel boost shpb-325, bilateral capsulorrhphy with placement of dura sorb for soft tissue support, bilateral circumvertical mastopexy and bilateral needle biopsy for the cyst on (B)(6) 2024. This report relates to the right side,

Manufacturer narrative:
Per information received on july 30, 2024 indicated the replacement devices as follow: manufacturer¿s reference number: a) sn:(B)(6) / cat: shpb-325, b) sn:(B)(6) /cat: shpb-325. Sides were not reported. Manufacturer¿s reference number: (B)(4).